Manufacturer narrative:
(B)(4).

Event description:
New information received notes that during device check in clinic, several noise reversion and few high ventricular rate episodes due to noise were noted on stored electrogram. The noise was leading to pacing inhibition and was not reproducible in clinic. The lead was electrically stable. Device was reprogrammed. Patient¿s condition was stable throughout and the patient will continue to be monitored via remote monitoring.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent ventricular noise episodes indicating lead fracture was observed through merlin.net transmissions. The noise was leading to inhibition of pacing. Physician was concerned that it may lead to other issues. Patient is not pacemaker dependent and was asymptomatic to the sensing issue. Patient will continue to be monitored.